Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a thoracic and lumbar posterior fusion surgery due to post-op rod breakage. The rod was replaced. No fragments of the broken implant remained in the patient. No patient complications were reported as a result of this revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.